Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during use. The following information was provided by the initial reporter: "consumer left voicemail stating that about 7 pen needles do not work, stated that there is no insulin flow. Consumer called back before call was returned and stated that there is no insulin flow. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during use. The following information was provided by the initial reporter: "consumer left voicemail stating that about 7 pen needles do not work, stated that there is no insulin flow. Consumer called back before call was returned and stated that there is no insulin flow. Consumer does not re-use."